Event description:
It was reported that the patient removed the infusion set for several hours overnight, after which a supply change was performed and insulin delivery on the ilet resumed prior to the call; device data were synced and indicated insulin was being delivered. Symptoms included hyperglycemia with a blood glucose level of 344 mg/dl. Outcomes included patient education and troubleshooting with instructions to monitor for downward glucose trends and to call back if glucose did not decrease. Investigation included review of uploaded device data and user report. Investigation of this case revealed user-related disruption of insulin delivery due to infusion set removal, with subsequent confirmation of resumed dosing. It was concluded that the event was attributable to user handling and not a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.